Manufacturer narrative:
Reliability analysis did not analyze sealed sensors that were expired as of 02/02/2015. Two opened/used sensors were inspected and tested. One of two sensors failed for low readings. Second sensor passed with accurate readings.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer stated sensor glucose showed low while blood glucose was 200 mg/dl. When customer's blood glucose was 123 mg/dl, the sensor gave a reading of 40 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.